Event description:
It was reported that the device longevity was not meeting the patient or clinicians expectations. The patient was noted to be in chronic atrial fibrillation and the device is sensing atrial fibrillation 100% of the time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was additionally reported that the device reached elective replacement indicator (eri). The device was explanted and replaced.